Event description:
During the index procedure, the pt experienced an acute stent thrombosis. There was intra-stent thrombosis on the right posterior descending artery (pda) and the inferior lv branch. There was also add'l stenting done in the right pda for a distal dissection that was caused with the guide wire. During the positioning of the stent, a bmw guide wire caused a perforation of the inferior lv branch. This was resolved with prolonged inflation of a balloon. The thrombus was aspirated with a diver ce. Then a 2.25 x 18mm cypher stent was implanted in the right pda distally to the first stent. There was persistent occlusion of the inferior lv branch. The pt also experienced a non q-wave myocardial infarction (mi) with enzymes peak due to the occlusion of the inferior lv branch. In 2006, the pt had a 2.5 x 23mm cypher stent implanted in the right pda at 14atms and a 2.25 x 18mm cypher stent implanted in the inferior lv at 16atms by crushing technique. The right pda was an eccentric, 78% lesion with a vessel diameter of 2.15mm. The lesion was pre-dilated. The inferior lv was an eccentric, ostial, 55.16% lesion with a vessel diameter of 2.16mm. The pt's medications included the following: aspirin, beta-blocking agents, clopidogrel and diuretics.

Manufacturer narrative:
Please note: this ous cypher select sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved with this adverse event in which associated MFR report number is 9616099-2007-00518. Add'l info will be submitted upon 30 days of receipt.